Manufacturer narrative:
The events from the article, ¿subacute prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation¿ was initially reported under manufacturer report number 2015691-2018-02080. However, it was found during internal review that the complaint events were previously captured and reported under manufacturer report number 2015691-2017-04481. The investigation of the events will remain under the original report. Per the article "subacute prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation", a 23mm sapien xt valve was implanted in the aortic position with bav. Post-deployment aortogram showed the prosthesis in correct position, but moderate aortic regurgitation observed. The valve was post-dilated with 23mm balloon. Final aortography was deemed acceptable. Tte on the second post-procedure day showed that the valve had migrated and turned into the lvot. Doppler echocardiographic examination revealed a mean aortic gradient of 35 mmhg. Fluoroscopy confirmed the migration and rotation of the valve into the lvot. Open heart surgery was performed and the valve was successfully removed and a savr was implanted. Surgical findings confirmed the valve had migrated caudally and rotated upside down, causing partial obstruction. Tte on the 1st post-operative day showed a stable bioprosthetic valve with normal leaflet excursion and pressure gradients. Fifteen days after surgery, the patient died because of nosocomial pneumonia. Investigation results suggest/indicate mild calcification and post-dilation of the valve were potential causes for the valve migration. There was no allegation or indication a device malfunction contributed to this adverse event. Reference: ali riza akyuz, levent korkmaz, ufuk sayar and ilker mataraci. Subacute prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation. Acta cardiologica, 2018

Manufacturer narrative:
After additional review it was determined the valve was intentionally placed in a 50:50 a/v position. The cause for the migration was unable to be confirmed, however, might be attributed to insufficient calcium in the native annulus to anchor the valve. A corrected supplemental is being submitted. (B)(4).

Manufacturer narrative:
During an internal review, it was determined that the occurrence date was (B)(6) 2018.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and valve migration requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the valve placement too ventricular could not be determined with the available information. The valve migration was attributed to the too ventricular placement of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), a 23mm sapien 3 valve was implanted in a 50:50 aortic/ventricular position and paravalvular leakage was observed. The valve was post dilated and the pvl was reduced to very little. Post procedure the patient was stable. The following day a gradient was observed on echo. After tte and angiography, valve migration towards the left ventricle was observed. The valve was explanted and a bioprosthesis was implanted. At the time of the report the patient was stable.